Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the upper arm. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, dilatation was performed with the balloon after it passed through the guidewire. However, the balloon ruptured upon first inflation at 6atm. The balloon was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.